Event description:
The hospital reported that during the coronary artery bypass procedure, the cutter did not create a full aortotomy and it left a flap. The surgeon trimmed the flap and had to use a repair stitch and completed the procedure without any additional issues. No other patient complications were reported.